Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2006, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 03-oct-2008, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving lioresal 2000mcg/ml at 170mcg/day via an implantable pump. On (B)(6) 2020 the managing healthcare provider stated the last refill, greater amount withdrawn that expected. The patient reported the pump flipping in the pocket for ¿about 6 months¿ and ¿falls¿. Surgical intervention occurred and the pump site was opened, pump flipped back to correct position, the catheter straightened out and the pump anchored back down. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated regarding the event.